Event description:
There was no injury to the pt or operator. System was in operation on a pt for a "spect" cardiac perfusion study. Before the completion of the study, the operator reported hearing a noise not normally associated with the operaton of the system. The operator then reported smelling an odor described as "burnt material", and the detectors moved on their own to the bottom of the rotational axis. Upon investigation, the MFR determined the 12v and 5v power supply in the motion electronics board had a large burnt area on it. Further investigation on the system is ongoing.